Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. A technical support specialist (tss) rebooted the all-in-one (aio) server and restarted all necessary services, including data synchronization, maintenance, scheduler, and external messaging services. The tss executed structured query language queries to verify server communication and confirmed carefusion care coordination engine services were current. The tss checked system performance, noting central processing unit usage at 43% and memory usage at 84%, and verified both extract, load, transform (elt) processes were running without delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient data was not current. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.